Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethylene vinyl acetate) bags were leaking from an unspecified location. It was discovered that fluid was leaking into the sealed portion of the bottom of the bag. This was identified during the final check of the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between june 26, 2023 ¿ june 27, 2023. H11: the device and two (2) sample photos were received for evaluation. A visual inspection was performed on the returned and photo samples, and leakage into the sealed portion of the bottom left of the bag was observed on all samples. Functional testing was performed on the returned sample, and leakage into the sealed portion of the bottom left of the bag was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing bag weld process as the right side shoulder port weld seam did not go all the way to the edge of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.